Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine check, the implantable pulse generator (ipg) had a polarity change/electrical reset. The caller will monitor the patient. The device remains in use. No patient complications have been reported as a result of this event.